Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, during an esophagectomy, the anastomosis couldn't be performed due to the lack of stapling/sealing function of the device. The stapler was fired, the tissue was cut and the donuts were checked and there were no staples. The issue was fixed by restapling. There was unanticipated tissue loss associated with the restapling and no reinforcement material was used. The procedure time was extended more than 30 minutes due to the product problem. Nothing fell into body cavity. There was no blood loss reported.